Event description:
It was reported that during a laparoscopic sigma procedure, the device could not be fired completely. After a few 'mm' stopped and the instrument could not be opened, converted to open.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. "Laparotomy by median incision was required to finish the procedure successfully there were no anomalies noticed at the instrument or during insertion of the magazine issue occurred during the first firing of the instrument or nurse made a 2nd test firing with a new reload and the instrument worked without any problems patient is fine, no complications during wound healing."

Manufacturer narrative:
(B)(4). Incomplete firing the analysis results showed that one ets45 device was returned with two reloads present. The reload (b) was received partially fired, consistent with an interrupted cycled; in addition, the lockout spring was in good condition and the cartridge deck was damaged where the firing stopped. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Reload (c) was fully fired and with the lockout spring normal. The returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.